Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the wheeler started stapling during a laparoscopic bypass procedure, the stapler did not fire. The surgeon did not succeed to staple and the stapler got blocked. The surgeon was able to press the green button but was not able to squeeze the handle. There was no problem loading and unloading the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the wheeler started stapling during a laparoscopic bypass procedure, the stapler did not fire. The surgeon did not succeed to staple and the stapler got blocked. The surgeon was able to press the green button but was not able to squeeze the handle. There was no problem loading and unloading the device. They had to use another handle and another reload to complete the case. There was no patient injury.